Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the clinic and indicated that their device has been toning. The interrogation report observation indicated charge circuit inactive. The implantable cardioverter defibrillator (ICD) had reached end of service (eos) some time ago and the patient elected to neither replace or explant the device. The ICD remains in use. No patient complications have been reported as a result of this event.